Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pancreatectomy, wile transecting the pancreas, the device did not fire. To complete the procedure the device was exchanged. There was no patient injury.